Event description:
Information received about four months prior to the date of this report indicated the stimulation had moved and the patient did not feel it down their leg. The device was implanted for the patient¿s right foot pain. It was noted the patient normally felt stimulation down their right leg, but was no longer feeling anything. This was noticed about six months prior to the date of this report. Then, about five months prior, it was noticed that it would be ¿only half their leg.¿ the patient had recently recharged, but still did not feel stimulation. A lightning bolt was seen on the programmer and the implantable neurostimulator was ¾ full. The programmer was ½ full. Stimulation used to be at 2.5v, but it was ¿too strong¿ when the patient would lay down, so it was decreased to 1.5v. When the patient would lie down, they felt stimulation ¿a little bit everywhere in their body.¿ the stimulation was decreased on 2013-(B)(6) when the patient was having a massage for neck and back pain. It was noted the patient was getting an injection in their hip. The reason for the injection was unknown. As of the date of this report, it was reported the patient had been having issues with their device for the last couple of months. It was stated that the implant and the ¿wires¿ had moved. The ¿band width¿ was changed so that patient had to turn stimulation down at night. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37743. Serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).